Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they would get low upon waking up. Troubleshooting was completed but did not resolve the issue. The customer had another low event on (B)(6) 2018. The insulin pump will not be returned for analysis.